Event description:
Customer alleges when a pt was giving birth the foot support bracket fell to the floor. The support landed on the spouse's foot breaking their toe. The pt claims to have a sore leg as a result of this event.